Event description:
A blood glucose test was performed and the result was 232mg/dl. The customer called the nurse help line and was advised to go to the emergency room. At the emergency room they received a result of 104mg/del and the customers device read 242mg/dl. 3 hours later the result was 240mg/dl on the customers device and 81mg/dl on the hospital device. No treatment was received. No controls were in use and the glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.